Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had an episode where her blood glucose went up to 500 mg/dl. Customer stated that they had to replace her insulin pump and meter. Customer stated that less than 2 hours later, her blood glucose went down to 38 mg/dl. Customer stated that her blood glucose was 300 mg/dl right now. Customer stated that she has been drinking a lot of water and still staying up. Customer stated that she never gets any alarms when her blood glucose is this high. Customer stated that it was the same issue she had with her other pump that was not alarming for no deliveries. Customer stated that she treated with the pump. Customer had symptoms of high blood glucose such as excessive thirst. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the pump passed the high pressure test. Customer was advised to do a complete set change.